Event description:
It was reported that the patient received inappropriate atp therapy for svt. It was also noted that the device did not appropriately classify the episodes. Review of the session records noted that the device behaved as programmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.